Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative hcg results. Patient 3. Urine test at 1410. Bhcg test at 1530. Confirmed pregnancy. Did not use first morning urine sample. Previous miscarriage at 6/52 prior to assessment. (B)(6).